Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The solicitor's letter cited a potential claim for clinical negligence relating to the implantation of stryker devices into the right hip of a male patient on (B)(6) 2014. The solicitor further reported that MRI scanning results showed appearances consistent with adverse reaction to metal debris. Revision surgery is planned for (B)(6) 2018.